Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the bipolar bisector would not cauterize. The staff switched out the cord, the foot pedal, and the bovie generator with the same results. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: resistance measurements were within its specifications. The device was connected to a power source (valleylab-2 generator) and a saline-soaked gauze pad was placed between the two bisector elements. With the application of power, steam could be seen coming from the bisector. This pre-cautery test was conducted several times while extending and retracting the bisector shaft. Additionally, the shaft was rotated during testing. The result still showed that steam was seen coming from the top and the bottom electrodes. The reported failure could not be confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number.